Event description:
Reporter complains of multiple medical & physiological problems from silicone breast implants: chronic fatigue syndrom, fibromyalgia, severe headaches, depression, hormonal changes/weight gain, chest and breast pain, dry eyes and mouth, severe allergies, and inability to concentrate and remember.